Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 08-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus and required maintenance. The field service engineer had found drawer initially failed to open during diagnostics and required manual access. A loose row board cable was found and properly seated after powering down the station. Upon reboot, the drawer opened, and one pocket responded, but subsequent access attempts failed and found fresh green medication spill was discovered on the front row board, likely causing a short circuit. The damaged board was replaced, and the spill was cleaned. After rebooting, all pockets recovered successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary was not detected on bus and required maintenance. A spill caused a short circuit and damage to the row board. There were no adverse events or injuries reported based on this incident.